Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-june-2024, it was reported by the patient that infusion set cannula was crimped due to which hyperglycemia occurs within 3 hours of use. High blood glucose level was displayed high and treated by correction bolus via pump. Infusion set was placed in upper buttocks. No further information was available.